Event description:
It was reported that the system 9600+ gave an iris pot error upon initialization. There was no patient involvement or information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Performed iris pot calibration and ensured that everything was within specification. The system was tested and found to be working as intended and placed back into service.